Event description:
Procedure: lap appendectomy. According to the reporter: on the first firing, the unit locked on tissue. The doctor was able to fire a complete staple line. While retracting the black knobs, the jaws would not open. The doctor was able to fire another unit next to locked device on side of cecum and was then able to remove the locked unit.

Manufacturer narrative:
(B)(4).